Manufacturer narrative:
The initial reported event of high voltage impedance rise, impedance spikes, lead fracture and that the lead was explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered due to a high voltage (hv) impedance rise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. It was further reported that rv impedance spikes were noted. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. Additionally, it was further reported that the pace/ sense portion of the right ventricular (rv) lead had been previously capped and replaced due to oversensing and impedances. No patient complications have been reported as a result of this event.